Event description:
It was reported that the right ventricular (rv) lead encountered high thresholds and increase in impedance. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a rising threshold on the right ventricular (rv) lead. Vcm (ventricular capture management) shows threshold rise beginning (B)(6) 2013 with most recent measured threshold greater than 2.0 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2009; sedr01, implantable pulse generator (ipg), (B)(6) 2009. (B)(4).